Event description:
It was reported that during an MRI of the c-spine there was a shocking or jolting sensation in the vaginal area. Pt was in the MRI for about 5 minutes, scanning the carotid of her neck. There had been no indication to the technician that there was an implanted device, and it was not known if the device was turned off. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)